Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material at tip nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h6, h11. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material inside of the device was not identify. Also, the root cause of the foreign material remaining in the subject device was not identified, and it is unknown if the reprocessing was conducted in accordance with the IFU. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in the evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. States the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event¿. Olympus will continue to monitor field performance for this device.